Event description:
It was reported that the lf1837 blunt tip device became hot while being used. The metal exterior of the tip was hot and burned/seared the liver. The generator gives an error message of "incomplete seal." The error message came before they noticed the burning, and it is hard to say if the heating of the tip was instant or built up over time". It was reported the surgery was completed, and the liver will heal. No additional information is available from the complainant. The complainant is not aware of any medical intervention or extended procedure time. These are commonly used devices that are readily available.

Manufacturer narrative:
As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR could not be performed as the lot number and/or serial number was not reported. The reported event could be attributed to: ancillary equipment failure, thumb trigger button (activation button) not engaged throughout the entire seal cycle, device activated in contact with pooling fluid, user activates device for a prolonged period of time or before the handle has been properly latched. The instructions for use (IFU) state: instructions for use reprocessed ligasure blunt tip laparoscopic sealer/divider without nano-coating (model lf1837): use caution when handling the instrument between uses to avoid accidental activation of the ligasure system. Do not place the instrument on the patient or drapes when not in use. Fire hazard ¿ do not place instruments near or in contact with flammable materials (such as gauze, surgical drapes, or flammable gases). Instruments that are activated or hot from use may cause a fire. When not using instruments, place them in a clean, dry, highly visible area not in contact with the patient. Inadvertent contact with the patient may result in burns. The surfaces of the jaws may remain hot enough to cause burns after the rf current is deactivated. Do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Inadvertent activation or movement of the activated instrument outside of the field of vision may result in injury to the patient. Do not activate the ligasure system in an open-circuit condition. Activate the system only when the instrument is in direct contact with the target tissue to lessen the possibility of unintended burns. Do not activate the instrument while instrument jaws are in contact with, or in close proximity to, other instruments including metal cannulas, as localized burns to the patient or physician may occur. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, a piece of plastic between the jaws was revealed. Manual continuity tests were performed and confirmed to be acceptable. The device was connected to the force triad generator to verify that the device can seal, coagulate, and cut on test medium. No error messages were observed during the functional testing and did not feel the external jaw metal get hot during the 30 cuts. Spacer pads were inspected for damage and found none. Flir testing indicated that the jaw temperature reached a maximum temperature of 73.2°c. The shaft temperature did not exceed 30.7°c, and both the shaft and handle did not demonstrate evidence of overheating. The DHR for the reported lot/serial number supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: multiple seal cycles initiated consecutively on same site, higher power setting than required used. Excess irrigation fluid/blood present contributing to add thermal spread. Device not properly cleaned instructions for use reprocessed ligasure blunt tip laparoscopic sealer/divider without nano-coating (model lf1837) -conductive fluids (e.g., blood or saline) in direct contact with, or in close proximity to, the instrument may carry electrical current or heat, which may cause unintended burns to the patient. Aspirate fluid from around the instrument jaws before activating the instrument. Keep the external surface of the instrument jaws away from adjacent tissue while activating the ligasure system or unintended injury may result. During a seal cycle, energy is applied to the tissue between the instrument jaws. This energy may cause water to be converted into steam. The thermal energy of steam may cause unintended injury to tissues in close proximity to the jaws. Care should be taken in surgical procedures occurring in confined spaces in anticipation of this possibility. The surfaces of the jaws may remain hot enough to cause burns after the rf current is deactivated. Inadvertent activation or movement of the activated instrument outside of the field of vision may result in injury to the patient. Do not activate the instrument while instrument jaws are in contact with, or in close proximity to, other instruments including metal cannulas, as localized burns to the patient or physician may occur. Do not activate the ligasure system until the lever has been latched. Activating the system before latching may result in improper sealing and may increase thermal spread to tissue outside of the surgical site. Do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Do not use this instrument on vessels larger than 7 mm in diameter. If the instrument shaft is visibly bent, discard and replace the instrument. A bent shaft may prevent the instrument from sealing or cutting properly. - eliminate tension on the tissue when sealing and cutting to ensure proper function. - use caution when grasping, manipulating, sealing, and dividing large tissue bundles. - do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. - do not activate the ligasure system in an open-circuit condition. Activate the system only when the instrument is in direct contact with the target tissue to lessen the possibility of unintended burns. - a continuous tone sounds to indicate the activation of rf energy. When the activation cycle is complete, a two-pulsed seal-cycle-complete tone sounds and rf output ceases. - prior to cutting the seal, inspect the vessel or tissue to ensure proper sealing. - keep the instrument jaws (1) clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the lf1837 blunt tip device became hot while being used. The metal exterior of the tip was hot and burned/seared the liver. The generator gives an error message of "incomplete seal." The error message came before they noticed the burning, and it is hard to say if the heating of the tip was instant or built up over time". It was reported the surgery was completed, and the liver will heal. No additional information is available from the complainant. The complainant is not aware of any medical intervention or extended procedure time. These are commonly used devices that are readily available.